Event description:
Customer reported an incident with pressure problems with the alarms: "access pressure extremely negative" and "access pressure extremely positive". The alarm "access pressure extremely negative" occurred between the 15th and the 25th of october 219 times in total. This alarm was caused by the wrong length of the catheter, by a moving patient and by a high blood flow rate (300ml/min). A high flow catheter (20cm long) was placed in the left vena jugularis. The alarm: "access pressure extremely positive" was not understandable. No blood loss was reported.

Manufacturer narrative:
There was no patient injury or clinical consequences to the patient reported. Gambro renal products has received and evaluated the downloaded machine data files and has requested additional information relating to this incident. Further investigation into this incident is ongoing by the manufacturer.